Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test could not be performed due to the constant motor error alarm. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed motor error during rewind. Alarms were noted in the device history. Customer's blood glucose was normal. No further information reported.